Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged. Customer stated that the threads were broken and the reservoir was going to have to be glued into place. Blood glucose level at the time of the incident was 89 mg/dl. Blood glucose level at the time of the call was 108 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.